Event description:
According to the available information, the device was explanted and replaced due to a small hole in the pump.

Manufacturer narrative:
The lot number was found to be associated with the titan recall z-0488-2021, and the information available at this time suggests the event falls within scope. It was determined that the most probable root cause was related to fatigue and tear resistance of the silicone elastomer used for the pump. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.